Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
D6b - date of explant: t12 lead explant date not provided as device remains partially implanted in patient. A4 - patient weight, e1 - initial reporter, and h6 have been updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00643. Additional information was received that both t12 and l1 drg leads had migrated. As a result, patient underwent surgical intervention on (B)(6) 2021 to explant and replace the entire drg system with an scs system to address the issue. During the procedure, the t12 lead was unable to be fully explanted (manufacturer report number 1627487-2021-00855). However, the l1 lead was fully explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation after a fall. X-rays confirmed that the t12 drg lead migrated. Surgical intervention may be planned to address the issue.